Event description:
It was reported that the patient experienced underdose symptoms, specified as a return of baseline pain. A catheter replacement was done on (B)(6) 2014, at which time a catheter break/tear of the distal segment was noted. Following the catheter replacement, the patient recovered without permanent impairment. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).